Manufacturer narrative:
Unknown taper type. Device labeling addresses the reported event as follows: adverse events it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Other adverse events considered related to the lap-band® system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "progressive dysphagia, nausea vomiting and epigastric pain." The device was removed.

Manufacturer narrative:
Taper ii. Supplement #1 - medwatch sent to the FDA on 25/jan/2018. Additional information: device evaluation summary: the device was returned to apollo for analysis, and visual examination noted the lap-band with access port I, taper ii was received. The port tubing was separated from the band tubing at the ss connector. Needle marks were observed on the port septum, port housing and port base. White and brown particles were noted on the inner surface of the band shell. The band buckle strap was observed to be partially separated. An air leak test was performed and leakage was observed from the band ring and the shell where the band was separated in half near the band buckle. A fill inspection test was performed and no blockage was observed. Under microscopic analysis both ends of the separated band ring and shell, the end of the port tubing, and the end of the band tubing was observed to have striated edges, consistent with damage from a surgical tool. The buckle strap was observed to be partially separated was observed to have a striated origination point, consistent with damage from a surgical tool. The ss connector appeared to be straight and aligned with the band tubing with no obvious abnormalities.